Manufacturer narrative:
On december 21, 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor completed a device analysis on the retuned product. According to the information received, the patient experienced deflation in the breast implant. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. On (B)(6) 2022, mentor became aware that the serial number of the device was inadvertently not documented in the report. Seeing as both devices that were implanted in the patient were of the same lot and information was not provided regarding the lot number of the affected implanted device, both serial numbers (B)(6), were populated. If further information is provided, mentor will report the new information accordingly. Manufacturer¿s reference number: (B)(4). The initial report was missing d4 serial: (B)(6).

Event description:
It was reported that a female patient had undergone a breast surgery with implantation of a 325cc mentor smooth round moderate profile breast prosthesis. Post-operatively, the patient experienced a deflation event to an unspecified prosthesis. As a result, the patient underwent removal on (B)(6) 2021. Mentor has received serial numbers ((B)(4)) for the implanted prostheses, but have not been informed of which is the impacted product.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).